Event description:
Surgeon reported that following an acdf at c3-c5 spine levels that the c5 screw had backed out approximately 2mm. Symptoms that prompted the surgery were resolved and the pt remains asymptomatic. No revision surgery is planned.

Manufacturer narrative:
(B)(4). Review of film received notes an atypically shaped c5 vertebral body. The c4-c5 disc space shows some subsidence of the interbody implant into the c5 vertebral body. Additionally, the pt is reported to be very active physically. These factors may have contributed to the reported event. Surgeon has indicated pt will continue to be monitored to determine need for revision surgery. The root cause is unk. Labeling review notes the following: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)."